Event description:
Caller states the pt tested 499mg/dl, 165mg/dl, and 141mg/dl on the advantage sys within 10 mins. Caller was unsure if any action was taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.